Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device deflectable videoscope had a-rubber adhesive chipped. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction, additional information and results of the final investigation. Please see corrections to a2, as well as updates to d4, d8, g4, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable cause of the reported malfunction is some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.